Manufacturer narrative:
This report is for an unknown guide/sleeve/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is company representative. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the threaded guide was not drilling to the guide. The surgeon used a different variable angle locking compression plate/12 hole/266mm/left. The tip of the flexible shaft and stardrive screwdriver shaft was bent and the medullary reamer head was broke inside the patient. The fragments from the device were broken in the patient, surgery was delayed roughly about twenty to thirty (20-30) minutes. The procedure was successfully completed. This is report 4 of 4 for (B)(4). This report is for an unknown guide/sleeve/aiming.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the complaint product is not returning for investigation. It was discarded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.